Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction caused due to failure of universal cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported leakage during installation involving an olympus rigid videoscope laparoscope. There were no reports of patient involvement.